Event description:
Boston scientific received information that this system was exhibiting shocking impedance measurements greater than 125 ohms. The system consisted of a boston scientific device and a competitive lead. The lead was replaced and shocking impedance measurements returned to within normal limits. No other adverse events were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. No other adverse events were reported. This product issue will be updated if additional information is received.